Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged and had a blank display. The customer¿s blood glucose level was 14.4 mmol/d at the time of the incident and was treated with manual injection. Customer states the display did not return after replacing batteries, a cosmetic damage was found during troubleshooting, a triangular piece of the battery compartment came off and there is a crack in the back where the clip was toward the bottom. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be return.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.